Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer mentioned multiple blood glucose level was 533mg/dl, 593mg/dl, 600mg/dl at the time of incident. Customer states they was unsure if the steel needle is still in the skin. Customer reports that they did not receive medical treatment as a result of needle fracturing while in the body. Customer alleging possible pump under delivery. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.